Manufacturer narrative:
Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that previous inflatable penile prosthesis device was revised due to patient dissatisfaction. Further information was requested and not yet received.

Event description:
It was reported that previous inflatable penile prosthesis device was revised due to patient dissatisfaction. Further information was requested and not yet received.